Event description:
It was reported by repair work order that the brakes wre not holding due to malfunctioned brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.